Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a spinal surgery procedure, the surgeon was using the device when the gearshift tip was sheared off the gearshift shaft. The surgeon was rotating it in order to remove it from the pedicle. Another gearshift was used to complete the pilot hole for the pedicle screw at vertebral level s1. This was the last screw hole to be prepared for the construct. The surgeon elected to burr and resect a small amount of bone to retrieve the gearshift tip from the pedicle. This added about ten minutes to surgery time.